Event description:
It was reported that this implantable pulse generator (pacemaker) recorded atrial tachy response episodes due to noise oversensing on the right atrial (ra) channel. However, isometrics were performed, and atrial noise was not able to be reproduced. The physician was already aware of the episodes from a previous follow up. This patient is not therapy dependent and no corrective actions or adverse patient effects were reported. This pacemaker remains in service.